Manufacturer narrative:
The date the device was returned to the manufacturer was reported as may 23, 2018 in the initial report and has been updated to june 19, 2018. Upon further evaluation of the returned device by reliability engineering and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the nose cone, bearings and extension sleeve of the attachment device were damaged. It was further determined that the balls and cage were missing. It was observed that the ball bearing had fallen apart. It was further determined that the device failed pretest for lock operation and cutter insertion. It was noted in the service order that the device could not be locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.